Event description:
It was reported less than three months post implant that the patient developed an infection. The organism identified was (B)(6). The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.